Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle and a seed came out of the distal end. The user sent the device back without completing reprocessing. Since the user sent the subject device without completing reprocessing, foreign material remained in the nozzle and distal end. The following information is stated in the instructions for use (IFU): ¿IFU: operation manual chapter 3 preparation and inspection states detection method. IFU: reprocessing manual chapter 5 reprocessing the endoscope states preventive measures.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope, had an nozzle clogged problem and the foreign matter was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; the switch box was scratched, the scope connector cover unit has a scratch, due to the clogging of the air/water tube, no air is fed, due to clogging of the nozzle, no water is fed, due to wear of angle wire, the play of the upward/downward angulation control knob is out of standard value, plastic distal end cover has a dent, connecting tube has coating peeling, universal cord has buckling.